Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited intermittently high out-of-range pace impedance measurements. Rv lead output was noted to be programmed to 7.5 v @ 1 ms which was suspected to have also contributed to premature battery depletion as the device showed approximately 2 years remaining longevity when interrogated versus 5 years at the previous follow-up despite the device having only been implanted for approximately 5 months. A revision procedure was performed wherein the device and replaced; both competitor leads were also replaced. A save to disk was subsequently provided to boston scientific technical services (ts) for analysis. An abrupt increase in pace impedance and threshold measurements was noted approximately 2 weeks prior to explant. It was discussed that the change in longevity appeared appropriate as calculated by the programmer following the increase in device outputs and changes in lead measurements based on 100% pacing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.